Event description:
It was reported that during a thyroidectomy procedure, the device was sizzling, popping, and smoking. A new device was opened and used to complete the case. Then the patient developed a post-operative hematoma requiring re-operation. The patient stayed in hospital an extra day and is home.

Manufacturer narrative:
(B)(4). Additional information received: ¿ was it the surgeon¿s first time using focus+? No. ¿ have they used focus before? Yes. ¿ what were they doing when the signs were exhibited? Transecting soft tissue near the thyroid. ¿ do they believe the device in question caused the post-operative hematoma? Yes. ¿ is this a reprocessed device? No. ¿ how was the hematoma addressed? Re-operation. ¿ what was found to be the etiology of the hematoma during the re-operation? General soft tissue oozing/bleeding; noticed bleeding only on the patient¿s side where they were using the 1st device. ¿ did they observe any tissue trauma immediately after noticing the sizzling, popping, smoking? No. ¿ what was the specific etiology of the bleeding? Soft tissue.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with gen11 and was functional. The device was tested with the test media and performed as expected, no anomalies were found. No abnormal noises were heard at any time during testing. There were no anomalies noted with the functionality of the device. During the eeprom reader test an error code 14 was displayed, however, this is not related with the reported issues. It is possible that the smoke seen during the surgery could have been caused by the sealing of the tissue in contact with fluids. It could not be determined what may have caused the incident reported of: ¿the device was sizzling, popping, and smoking¿. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: was it the surgeon¿s first time using focus+? Have they used focus before? What were they doing when the signs were exhibited? Do they believe the device in question caused the post-operative hematoma? Is this a reprocessed device? How was the hematoma addressed? What was found to be the etiology of the hematoma during the re-operation? Did they observe any tissue trauma immediately after noticing the sizzling, popping, smoking? What was the specific etiology of the bleeding?